Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device has a repeat co2 inhalation warning message. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
Per manufacture international response, the maintenance/repair records related to v60 / sn: (B)(6) were not found, they went on to state "maybe the customer was repaired by a third party". Therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.